Manufacturer narrative:
Approximate age of device: 6 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient experienced liver issues and right sided heart failure along with elevated lactate dehydrogenase. A subcostal incision was made and the device was exchanged. A thrombus was observed on the inlet stator. No additional information was provided.

Manufacturer narrative:
No product was returned for analysis. A direct correlation between the device and the report of suspected thrombosis and specific causes for the reported right heart failure, hepatic dysfunction, and elevated ldh could not be conclusively determined. Multiple requests for product return were sent to the customer, however, the explanted pump was not returned for analysis. Analysis of the submitted system controller log file confirmed a low flow event and a driveline fault alarm. A specific cause for these alarms could not be conclusively determined. The instructions for use lists hemolysis, thrombus, hepatic failure, and right heart failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines a section titled "pump performance monitoring", which outlines pump parameters and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.